Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that all of the button symbols were worn but the keypad was intact. The contrast, up and down keys responded appropriately and the ok key was intermittently unresponsive. Evaluation revealed there was contamination under all button contacts. Unrelated to the complaint, the pump booted to the verify screen with a dim, pink contrast and a scratched display lens.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the ok button was intermittently unresponsive and required multiple hard presses to elicit a response. The reporter denied getting the pump wet and there was no trauma to the pump. The reporter confirmed that the keypad was intact. The patient reportedly wore the pump attached to a belt and does not clean the pump. There is no reported adverse event with this complaint. This report is being made due to the keypad response issue.